Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient, who was lost to follow-up, presented to the hospital for an unrelated issue to the device system. While in the hospital, the patient went into vf arrest, and the device did not rescue him. The patient had to be externally rescued and resusitated. The patient was put on a ventilator. There was a warning that possible output circuit damage had occurred, leading to the conclusion that the device attempted to deliver therapy but aborted due to a possible high voltage lead issue.